Event description:
Event description guidant received information that this implantable lead dislodged from the patient's right ventricle. A second lead was implanted without incident. Since the addition of the second lead, fine noise has been noted on the venticular and shock electrograms (egms). Noise, with the appearance of electromagnetic interferance (emi), has also been observed daily, causing the device to inappropriately declare a tachy episode.